Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump got a red light and has jiggly lines on the screen right where it shows how much insulin on the pump. Customer had high blood glucose and treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.